Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01710. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a left hip revision approximately, fourteen years post implantation due to pain, metal related pathology and elevated metal ion levels. During the revision, a pseudotumor and corrosion were noted. The original femoral and acetabular components were exchanged with competitor products. To date, there are no documents complications. It was reported that no further information is available.